Manufacturer narrative:
(B)(4)

Event description:
It was reported that the readings froze. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Event description:
It was reported that the readings froze. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).